Event description:
The customer reported that her insulin pump went into threshold suspend after she received a low alert from her sensor of about 62 mg/dl that went down to 40 mg/dl. When she checked her blood glucose, it was over 200 mg/dl. The customer also stated that she received no delivery alarms during both basal and bolus deliveries. The customer stated she had to move the set to resolve the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference medwatch report 2032227-2014-28234.